Manufacturer narrative:
The reported events were lead dislodgement and insulation damage. The reported event of insulation damage was confirmed. The cause of insulation damage is consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the left ventricular lead dislodged. It was also revealed that the lead insulation was damaged. The lead was removed and replaced. The patient was stable.